Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient shoulder pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating shoulder pack clips became loose from rings on pack, patient has used a "key ring" looped into shoulder pack rings to keep it functional. Patient has also complained about shoulder pain due to weight of pack. Shoulder pack was exchanged, no consequence or effect on patient. No further information was provided.

Manufacturer narrative:
The patient shoulder pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. It was reported that the shoulder pack clips were coming loose from the rings on the shoulder pack, the patient used key rings looped into the shoulder pack rings. The shoulder pack was returned for evaluation; however, its strap was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device failed visual inspection due to a missing shoulder pack belt and metal clip. The strap was not returned with the shoulder pack, but the rings on the device likely indicate that the snap hook was not functioning as intended and as reported. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks are most often attributed to, but not limited to deterioration and/or due to the handling of the pack. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.